Event description:
It was reported that, "revised because it was dislocating (left hip), not certain of reason.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.